Event description:
It was reported that 34 bd saf-t-intima¿ safety systems with y adapter 20 ga 1.00 in experienced foreign matter in or on device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: samples with black dot and apparently hair in two samples.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9238949 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, foreign matter was observed. Our engineering team performed an inspection of the assembly process and packaging area in an attempt to detect a potential source of this defect. The quality team determined that the air dispenser system had an obstructed air flow. The purpose of this equipment is to remove loose foreign matter from the device. Unfortunately, this obstruction was not identified during the production process. In response to this incident, a quality alert was issued to the responsible team and updates were made in regards to preventive maintenance; to ensure that these potential obstructions are detected in the future.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 34 bd saf-t-intima¿ safety systems with y adapter 20 ga 1.00 in experienced foreign matter in or on device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: samples with black dot and apparently hair in two samples.